Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Event description:
It was reported that the patient suffers from pain, a rash, loosening of components, sensitivity, swelling and an elevated temperature. Patient believes to be suffering from an allergic reaction. Upon additional information received, it has also been reported that the patient received thirty days of IV treatment after experiencing a reaction two days post implantation. He stayed in the hospital for ten of those days.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cruciate tibial tray, catalog #: 141235 lot #: j3710138 arcom series-a standard patella, catalog #: 184768 lot #: 304010 vanguard tibial bearing, catalog #: ep-183662 lot #: 691460. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10561, 0001825034-2017-10562, 0001825034-2017-10563, 0001825034-2017-10564. Remains implanted.

Event description:
It was reported that the patient suffers from pain, a rash, loosening of components, sensitivity, swelling and an elevated temperature. Patient believes to be suffering from an allergic reaction. Attempts have been made and no further information has been provided.